Event description:
A 3.0mm diameter x 30mm length ave gfx stent was inserted into the right coronary artery after predilation with a 3.0mm diameter percutaneous transluminal coronary angioplasty balloon, which yielded "suboptimal" results. It was not possible to cross the target lesion, therefore, the stent and delivery system were pulled back from the coronary artery. Upon removal, the stent dislodged from the stent delivery system in the femoral artery. It is not known if the physician followed the instructions for removal of an undeployed stent. The stent was surgically removed from the pt's groin, and there was no add'l treatment to the target lesion. There was no add'l clinical sequelae reported relative to the event, and no further info is available from the user facility.